Event description:
Alleged that the head section would not rise, so he manually pulled up on the head section, and now alleged when weight is put on the head section, it will drift down.

Manufacturer narrative:
The technician found the CPR able tie wraps were tight around the cable, not allowing the CPR to fully disengage. The technician replaced the tie wraps, and allowed some slack to repair the bed.